Manufacturer narrative:
Method: the sample will not be returned. Results: a device history review is pending investigation at this time. Conclusions: a follow-up report will be filed when the investigation has been completed.

Event description:
Drug/diluent: unknown, fill volume: not applicable, flow rate: not applicable, procedure: small bowel resection, cathplace: unknown. Please reference MDR 2026095-2013-00088/(B)(4) (pump), also 2026095-2013-0094/(B)(4) (catheter). The (B)(6) at (B)(6) in (B)(6): (B)(6) reported that they had an infection following a surgical procedure where an on-q was used. It was reported that the device may have been a contributing factor. I-flow comments: additional information was received on (B)(4) 2013 with regards to 2 (two) additional I-flow products used in this incident.